Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following an interventional procedure via the right groin. Ten days following the procedure, the pt presented to the emergency room and was admitted with pain and swelling at the arteriotomy site accompanied with fever. Upon admission, blood was drawn for a complete blood cell count and cultures. The results confirmed an elevation in the pt's white blood cell count. It was reported that upon admission, the pt's skin was noted to be topically infected. The pt was taken to surgery in 2003, where "a vein patch was applied to the infected area of the right common femoral artery" and a "surface skin graft at the site." The pt remains hospitalized, but is reported to be doing well at this time. Though requested, no additional info was provided.